Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed cuts into the insulation 41cm distal to the is4 connector pin, which most likely resulted from the extraction procedure. Furthermore, a deformed lead body was found 36cm distal to the is4 connector pin, which probably resulted from a tight suture sleeve. However, a thorough analysis of the lead did not show any deviations which might have led to the reported intermittent capture. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to intermittent capture as a result of poor placement. No adverse patient events reported. Should additional information become available, it will be added to this file.